Event description:
It was reported that the patient with syncope presented to the emergency room with intrinsic heart rate in the 30s. The pulse generator could not be interrogated. Multiple telemetry tests were unsuccessful to communicate with the device. The device exhibited no output. The device was explanted and replaced on (B)(6) 2015. The patient was stable post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found an integrated circuit anomaly which resulted the reported loss of output and telemetry.